Manufacturer narrative:
The hillrom technician found the black jack magnetic cable assembly needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the black jack magnetic cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was no longer sending a nurse call to desk. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).